Manufacturer narrative:
Product complaint #: (B)(4). Investigation summar: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the poly post on the lps insert was eroded off due to shuck in the knee.